Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image b32 malfunction, universal cord malfunction, slightly worn, interrupted and weakened light guide bundle of insertion part a root cause could not be identified. Based on the results of the investigation, it is likely the image b32 malfunction was caused due to component failure of the universal cord, and damaged light guide bundle resulted in component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited scope communication error code e216 during reprocessing. There were no reports of patient involvement.